Event description:
During follow-up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular lead. Abbott technical support was contacted and confirmed the event. A revision procedure is anticipated to be performed, although no further intervention has been performed. The patient was in stable condition.